Manufacturer narrative:
A review of the device history record was performed and revealed no anomalies related to this complaint condition. This review also revealed that during the manufacture of this device lot number, ten pieces from the lot were pull tested. The test results ranged from 7.71 to 8.22 pounds, per the pull test requirement of a minimum of 3 pounds of pull resulting in all samples in the lot passing this manufacturing test. In addition, a lot history search was performed and found no other complaints against lot number 9434407. The complainant reported that the device would not be returned for evaluation, as it has been implanted in the pt; consequently a failure analysis can not be performed and a root cause for the reported event can not be established. The march 2007 15-month ureteral stents product family trending chart was reviewed and the product family is not at or above the complaint action limit and does not show a negative trend.

Event description:
The complainant reported that during the implant of the uretal stent in a pt, the pusher/stabilizer's radiopaque marker detached from the pusher. The clinician employed a balloon and forceps to successfully remove the marker from the pt's kidney/bladder; no fragments were left in the pt. The complainant reported that there was no adverse affect on the pt as a result of the reported problem.